Manufacturer narrative:
This report is filed november 15, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts wer made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device as of the date of this report.